Event description:
I had the essure implanted after having my third child. During the process of getting it implanted I experienced lot of pain and after it just kept getting worse. My periods were extremely heavy, I have pain during intercourse, I experience sharp stabbing pains that I've never had before. I am scared that I made a poor choice in choosing the essure, and I am also worried that I have caused permanent damage to my body.